Manufacturer narrative:
Model number / catalog number: sc-1160, serial number: (B)(4), batch / lot number: 350702, model / catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient had inadequate pain relief. X-ray was taken and confirmed that the lead migrated. The patient underwent an explant procedure and was doing well postoperatively.